Event description:
It was reported that this right atrial (ra) lead was explanted as part of a device system revision due to infection one month after implant. The patient presented to the hospital with incisional discomfort, upon assessment, the device eroded through the pocket and swelling was present. The pacemaker, ra lead, and right ventricular lead were explanted and a biopsy was performed. The local area field representative was contacted for additional information, however at this time no further information is available. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: patient codes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted as part of a device system revision due to infection one month after implant. The patient presented to the hospital with incisional discomfort, upon assessment, the device eroded through the pocket and swelling was present. The pacemaker, ra lead, and right ventricular lead were explanted and a biopsy was performed. The local area field representative was contacted for additional information, however at this time no further information is available. No additional adverse patient effects were reported.